Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample using vitros tropi es reagent lot 3771 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Historical vitros tropi es lot 3771 quality control data was within expectation, therefore a vitros tropi es reagent issue is not likely a contributing factor to this event. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tropi es lot 3771. An instrument related event has been ruled out as a contributing factor as vitros tropi es precision testing was within the acceptable guidelines. The customer was not following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Email address for contact office is (B)(4).

Event description:
A customer reported a non-reproducible and higher than expected vitros troponin I es result obtained from a single patient sample using vitros tropi es reagent on a vitros 5600 integrated system. Vitros troponin I es patient result of 0.201 ng/ml versus expected result of 0.003 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es patient result of 0.201 ng/ml was reported from the laboratory. The physician questioned the vitros tropi es result and repeat testing was performed. A corrected result of 0.003 ng/ml was reported out of the laboratory. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).